Event description:
Final impactor broke witle impacting the cage. No surgical technique was provided. No patient anatomy was provided. No pre or post-op x-rays were provided. No harm or injury to the patient was reported. Case was completed. Cause is indeterminate. Broke while impacting implant - no further information provided the plastic head of the impactor is broken. Cause indeterminate because necessary information such as patient anatomy, surgical technique used, pre-op/post-op x-ray images were not provided. No harm or injury to the patient was reported.